Event description:
The customer reported that bolus history in the pump is showing a bolus of 15.0 units she did not programmed. The caller stated that the second bolus for the same amount was delivered to give herself a correction of 10.0 units, but she had to override the active insulin time. The customer fell unsafe and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.